Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident for partials clean + protect) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident for partials clean + protect. On an unknown date, an unknown time after starting polident for partials clean + protect, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident for partials clean + protect. Additional details, adverse event information was received on 06 february 2017. The consumer reported that she might have accidentally swallowed a little bit of the product. Follow up information received on 20 february 2017 from a consumer. The patient was called at 10:40am regarding previously reported adverse events. Spoke with patient's husband who stated everything was fine and declined the need for follow up with the patient's hcp. Events of accidental device ingestion and accidental ingestion of drug were recovered/resolved.

Manufacturer narrative:
MFR report 1020379-2017-00019 is associated with argus case (B)(4), polident for partials clean + protect.

Event description:
Accidentally swallowed a little bit of the product [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident for partials clean + protect) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident for partials clean + protect. On an unknown date, an unknown time after starting polident for partials clean + protect, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident for partials clean + protect. Additional details, adverse event information was received on 06 february 2017. The consumer reported that she might have accidentally swallowed a little bit of the product.